Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, system had burning smell. The customer reported IV fluid spill inside Aux Drawer 1.6 and 1.7 due to the drawer not being properly secured. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN(b)(6) was performed from the date of manufacture, 08-AUG-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the system had burning smell. A field service engineer (FSE) confirmed that Pharmacy turn off station as soon as they noticed water damage in last matrix drawer. The FSE inspected and used paper towels to finish drying around the area, replaced board, and secured connections. Additionally, Pharmacy place fluid bags in tower to prevent same incident. The system functioned as intended after the field service engineer repaired the device.